Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: pt received ivpb medication. Primary fluid was 500 ml of normal saline. Secondary was 100 ml medication. The pump was programmed to run kvo after secondary line. Approximately one and a half hour after start of infusion, the rn observed that the entire 500 ml normal saline primary bag was already delivered to patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.